Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient had to go to the hospital, as he was on the verge of dehydration. His blood glucose had reached in the 400's mg/dl and he had been sick with a viral infection. The patient was diagnosed with high blood glucose, borderline dehydration, and a viral infection. He also experienced ketones (moderate to large), vomiting, and headache. Treatment included a bag of fluids to prevent dehydration. He was provided amoxicillin for 10 days, as well. The patient will be transitioning back to injections.